Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopic oophorectomy procedure. It was reported that the device locked out. The case was completed with another device and there was no pt consequence.